Event description:
This is the fourth of five incidents. Please refer to the following MDR's: 9610905-2006-00005; -00006; -00007; -00009. Doctor repaired a lefort I fracture using sonicweld. The procedure used one resorb-x mini plate, l shaped, left, regular 3x3; one resorb-x mini plate, l shaped, right, regular, 3x3; two resorb-x mini plate, orbital, 8 hole; twelve sonicweld rx bone pin, 2.1 x 5mm; and eight sonicweld rx bone pin, 2.1 x 7mm for fixation. In 2006, pt realized the maxilla was loose. Doctors performed surgery and found that three of the four plates had broken. Doctors removed resorb-x plates and replaced with non-kls titanium plates.

Manufacturer narrative:
Device has not been released by the user facility at this time. It is expected to be returned and device will then be forwarded on to the manufacturer for evaluation. This is the fourth of five incidents. Please refer to the following MDR's: 9610905-2006-00005; -00006; -00007; -00009. User facility has filed report.